Event description:
It was reported that the catheter fell out of a patient after 5 minutes of placement.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. The reported failure was able to reproduced. The product had cause the reported failure. The failure was cause by the misuse of product. The root cause of this failure mode is could be "thin rubberize thickness/mechanical failure/operator error or bubble void on rubberize layer that may lead to lumen-to-lumen leak". The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings]: 1. Method for use: (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [ t he bladder/urethra may be injured. 2. Applicable patients: (1) patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously , the bladder and urethra may be [contraindications]. 1. Method for use: (1)do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients: (1) do not use in patients who are or have been allergic to natural rubber latex shape, configuration and principles. Bardia ® silicone coated foley catheter is a balloon catheter. There are different type variations, for example, 2way and 3way products. Material, balloon. Catheter: natural rubber latex ; silicone coating. Sizes of catheters: available in sizes 12 to 30 every 2fr. 1. Balloon catheter. 2 [intended use & effect. [Intended use & effect-- efficacy]efficacy]. This device is designed to be placed in the bladder for designed to be placed in the bladder for the purpose of urinary drainage and the purpose of urinary drainage and bladder irrigation bladder irrigation.. [Directions for use directions for use]: 1. Method of use method of use: the device is intended for single use only and is not reusable. The device is intended for single use only and is not reusable. Cleanse the area around the external urethral meatus with the cotton balls cleanse the area around the external urethral meatus with the cotton balls immersed in the aimmersed in the antisepticsntiseptics.. Lubricate lubricate the distal end of the distal end of the catheter with watercatheter with water--soluble lubricant. Soluble lubricant. Insert catheter into the urethral meatus and advance it until the balloon enters the insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a needlebladder and urine flows out through the catheter. Using a needle--less syringe, less syringe, iinfuse the specified volume of sterile water into the inflation lumen to inflate the infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. Balloon. Pull catheter to seat the balloon at the level of the bladder neck and secure pull catheter to seat the balloon at the level of the bladder neck and secure placement. Placement. To deflate balloon and remove catheter, insert to deflate balloon and remove catheter, insert a luer tiptip (needlel(needleless) syringe in the ess) syringe in the inflation valve to allow the water inflation valve to allow the water to drain spontaneously. After balloon deflation, drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered. Withdraw the catheter while confirming that no resistance is encountered. 2. 2. Precautions for use precautions for use: (1) when resistance is encountered in inserting catheter, when resistance is encountered in inserting catheter, stop the procedure and stop the procedure and remove the catheter. Remove the catheter. (2) when deflating balloon, do not aspirate with a syringe. When deflating balloon, do not aspirate with a syringe. [The inflation lumen for [the inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.]cannot be removed.] (3) when inserting catheter wiwhen inserting catheter with a stylet, confirm that the stylet has reached the tip of th a stylet, confirm that the stylet has reached the tip of the catheter, and make sure to keep the stylet in place inside the catheter during the catheter, and make sure to keep the stylet in place inside the catheter during insertion. (4) no substance except sterile water should be used to inflate the balloon. No substance except sterile water should be used to inflate the balloon. (5) do not wipe catheter surface do not wipe catheter surface with organic solvents such as alcohol. With organic solvents such as alcohol. (6) do not aspirate urine through drainage funnel wall. Do not aspirate urine through drainage funnel wall. (7) since movement of the body, etc. May twist or bend catheter to cause occlusion, since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. Care should be taken to fix the catheter securely. (8) when urinary flow cannot be noted, when urinary flow cannot be noted, confirm that the catheter is neither occluded nor confirm that the catheter is neither occluded nor broken. Broken. (9) when irrigating, when irrigating, open the cap open the cap of irrigation funnel irrigation funnel and attach irrigation line or tube and attach irrigation line or tube under aseptic techniqueder aseptic technique. After use, close the cap. After use, close the cap. 1) attach luer tip syringe to the attach luer tip syringe to the inflation valve. Inject an additional amount of sterile valve. Inject an additional amount of sterile water into the inflatwater into the inflation lumen and pump the plunger. Ion lumen and pump the plunger. 2) if situation if situation wouldn't be improved with 1), wouldn't be improved with 1), sever the inflation funnel of valve. (Fig. 1) sever the inflation funnel of valve. (Fig. 1). 3) if situation wouldn't be improved with 2), sever the catheter shaft while holding it with forceps so that the distal segment may not be drawn into the urethra. (Fig. 2) fig. 2. 4) if situation wouldn't be improved with 3), insert a needle into the inflation lumen and pump the plunger. (Fig.3). 5) if situation wouldn't be improved with 4), insert a fine steel wire through the inflation. B. Balloon-rupture method: 1) inject 100-200ml/cc of saline solution warmed to body temperature into the bladder through the drainage lumen, and then inject a large amount of water or 10-15 ml/cc of mineral oil into the balloon through the inflation lumen with a needle to induce rupture. After rupture of the balloon, irrigate the bladder. (Fig. 5). 2) if situation wouldn't be improved with 1), attempt following procedures." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of a patient after 5 minutes of placement.